Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was in overdischarge. The patient reported having health problems unrelated to their ins that occupied all of their time so they did not have time to recharge. The rep performed a trickle charge and the power on reset (por) was cleared. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated. Information was received from a manufacturing representative (rep) and patient. It was reported that the patient¿s device was in overdischarge, and they also had pocket discomfort. It was noted that the patient is thin. The rep stated that the patient had some medical issues going on, unrelated to the device, which did not allow them to recharge. It was mentioned that the patient is being sent for device replacement. Surgical intervention has been planned, but not scheduled yet at this time. No further complications were reported or anticipated.